Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain / pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("other injuries / symptoms: fatigue") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed by hysterectomy (full)). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, fatigue, weight increased and psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: patient received treatment for- pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 06-sep-2019: pfs received: new events added- chronic pain / pelvic pain, dysmenorrhea (cramping), abdominal pain ,back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), other injuries / symptoms: fatigue, weight gain and psych injury. Patient demographic details, reporter information and product indication was added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.